Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch sf, and the catheter was not flushing properly. It was reported that there were temperature issues with the ablation catheter. The generator would beep with a temperature error when ablation was attempted. There was no error displayed on the carto 3 system. The catheter was removed and flushed. It was noted that the catheter was not flushing properly, it was just dripping. The catheter was replaced, and the issue resolved. The procedure was continued and completed. No adverse patient consequence was reported. Additional information was received which indicated that the pump tubing was checked for any restrictions and the pump was reset, and nothing was found. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch sf, and the catheter was not flushing properly. It was reported that there were temperature issues with the ablation catheter. The generator would beep with a temperature error when ablation was attempted. There was no error displayed on the carto 3 system. The catheter was removed and flushed. It was noted that the catheter was not flushing properly, it was just dripping. The catheter was replaced, and the issue resolved. The procedure was continued and completed. No adverse patient consequence was reported. Additional information was received which indicated that the pump tubing was checked for any restrictions and the pump was reset, and nothing was found. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, temperature, impedance, and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31600325l and no internal actions related to the complaint were found during the review. The temperature and irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: do not use the temperature sensor to monitor tissue temperature. If the rf generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. Recheck the irrigation system prior to restarting rf application. Before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. In relation to the irrigation issue, the instructions for use contain the following warnings and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).